Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0ry96, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there an infection at the implantable neurostimulator (ins) and lead area 2 days post implant on (B)(6) 2016. There was redness, swelling, drainage, pus, pain, and incisional wound opening. The infection was confirmed to be staph. The change in therapy/symptoms was considered sudden. A couple of days after implant, the ins had a red ring around it and the stitches did not look so good and began to split open. The patient was given antibiotics for 1 day. The patient was not feeling well. They did not take a culture in florida then and the patient was in the hospital for a few days. The redness went away and they let her go home. The patient went home to (B)(6) and the infectious disease told them to consult with the doctors in (B)(6). They wanted her to come back but she was too ill to fly back down. Her blood pressure was 52/30 and she almost died. By that time, the wound split open and it was leaking pus. The patient was in an intensive care unit (ICU) for 10 days and in a nursing home following that for a month. The ins and the lead were removed while in the ICU. The patient was giving IV antibiotics and keflex for 2 days.